Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 16mm x 4.0mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilatation with a 4.0 x 15 maverick2 balloon catheter, a 4.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The physician removed the device and found the proximal part of the stent was deformed. The procedure was completed with another 4.00 x 16 synergy drug-eluting stent, followed by post-dilatation with a 4.0 x 12 nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.